Manufacturer narrative:
Omit : concomitant med prod data. Additional information: the actual date of event is unknown. Investigation summary: the customer reported channel disconnect errors and a picture of a right iui connector attached to a pcu was provided that showed the presence of corrosion on pins with some damage present on a few isolation ribs inspection and testing could not be performed as the devices were not returned for investigation. Log review was not performed since the device¿s logs were not provided by the customer. The review of the picture attached to the file confirmed presence of contamination and corrosion on the iuis pins. Bd identified that the presence of blue or green deposits, corrosion, and cleaning residue deposition on pins can be caused from the use of cleaning agents other than 70% isopropyl on the iui connectors. Inadvertent exposure to cleaning agents during the cleaning process or from inadequate drying of the iui connectors after cleaning. The potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring. In result to the above, bd released a safety recall notification (mms-203810 bd alaris system) in june of 2020 that informed on the importance of inspecting iui connectors for damage. The notification stated, ¿bd is providing updated instructions for use, warnings, and cautions as part of this notice and will provide updated labeling (user manual addendum, service bulletin 630, and best practices for cleaning bd alaris¿ system devices quick reference guide) in august 2020.¿ bd released iui connector covers in october of 2017 as aids during the cleaning process to prevent contamination of the iui connector pins that might occur with cleaning the device. Bd released on august 21, 2020, information on the availability of iui covers that can be used during cleaning. An updated cleaning video was included demonstrating the iui connector covers use during the cleaning process. The video is available on bd alaris¿ system cleaning (brightcove.net). Additional resources were also provided to customers addressing the issue of a ¿channel disconnected¿ alarm, and appropriate iui maintenance and inspection. The resources addressing these issues are the bd alaris system iui inspection tip sheet and bd alaris system channel disconnected tip sheet. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the channel disconnect errors was not determined; however, the most likely cause is attributed to contamination/corrosion on the inter unit interface (iui) as exhibited in the received picture. The root cause for the presence of corrosion is most likely due to exposure to chemicals other than 70% isopropyl alcohol.

Event description:
It was reported by the customer that there was a general complaint of channel disconnects errors. There was patient involvement but no harm. Although requested, no specific event details were provided.

Event description:
It was reported by the customer that there was a general complaint of channel disconnects errors. There was patient involvement but no harm. Although requested, no specific event details were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.